Event description:
In this event, it was reported that a pt with known allergies to acids, experienced swelling of their hands immediately after use of reprosil rb polyvinylsiloxane impression material. There was no medical intervention and the pt's symptoms only lasted for one day.

Manufacturer narrative:
While it is unk if the reprosil used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for eval. A DHR review will be conducted and a f/u report will be submitted once the results are available.